Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components ul02 and ul05) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target (or flash) memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation is planned for (B)(6) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's friend contacted zoll customer support for an unrelated issue. During servicing of the patient's monitor a reportable problem was discovered. The patient's monitor would not power on. The patient was issued a replacement monitor.